Manufacturer narrative:
Sterile barrier of the pouch containing the femoral component was compromised. The implant was disinfected at the hospital and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. All processing steps were completed successfully.

Event description:
Sterile barrier of the pouch containing the femoral component was compromised. The implant was disinfected at the hospital and the surgery was completed successfully.